Event description:
In 2009., it was reported by nursing staff that a ventilator was alarming. The staff responded and company bagged the pt immediately, and the ventilator was exchanged by the respiratory therapist. There was no harm or change in the condition of the pt. The ventilator was serviced by the MFR and a motor encoder and an exhalation mesh valve were replaced. The ventilator was returned to service.